Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the abdomen. The patient experienced lightheadedness, confusion, diaphoresis, and near syncope while shopping. The cgm was reading 97 mg/dl and the blood glucose reading was 40 mg/dl. An employee of the store called ems and she was treated with IV glucose and recovered after treatment. The patient was fine at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.